Event description:
The customer reported to olympus, the monitor had no image. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported using digital visual interface (dvi). Different inputs were tried. The settings were adjusted accordingly. A new dvi cable was tried. The replacement of switch devices was limited. Tac suggested to use a high-definition multimedia interface option. The customer stated they will call back follow up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.